Event description:
Patient stated that she experienced some fever and chills after receiving the 2 knee injections. They took (B)(6) and it seemed to subside. Dose or amount: 48mg/ 6ml, 1x per wk for 3 wk, intra-articularly. Dates of use: (B)(6)2015 - present. Diagnosis or reason for use: osteoarthritis.